Event description:
While opening supplies for surgical procedure a hair was noted in the light handle that did come in the lap chole pack. Sterile set up was broken down and new instrumentation and supplies obtained. This occurred before patient entered the room. Lap chole pack: ref#sba12lcmfa, lot#654747, exp date: 5/1/27, cardinal health.